Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one lutonix 018 drug coated balloon catheter was received for evaluation detached in two segments. During visual evaluation, segment 1 was noted to consist of a section of catheter shaft and y-body. Segment 2 consisted of the remaining portion of the catheter shaft and balloon. The inner guidewire was noted to be partially exposed. No functional testing was performed due to the condition of the sample. Therefore, the investigation is inconclusive for the reported guidewire advancement failure and sheath removal difficulty as functional testing could not be performed due to the condition of the returned sample. However, the investigation is confirmed for the reported catheter shaft detachment as the catheter was received for evaluation detached in two segments. A definitive root cause for the reported guidewire advancement failure, sheath removal difficulty and catheter shaft detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 03/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in superficial femoral artery, the drug-coated balloon allegedly failed to advance over the wire. It was further reported that the balloon was allegedly difficult to remove. Reportedly, the catheter shaft got detached and the whole device was removed as one unit. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in superficial femoral artery, device allegedly failed to advance. It was further reported that device allegedly difficult to remove. Reportedly, catheter shaft allegedly detached. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 03/2025)